Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic stated that the customer received a critical pump error. The customer also stated that they heard a beeping sound when it dropped. No further patient complications were reported. Troubleshooting was performed and found the pump performs safety checks and an error was found. However, the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Pump was received with partially broken retainer ring during visual inspection. Unable to lock at test p-cap and reservoir into the reservoir compartment due to a broken retainer ring at the knit line. Unable to perform displacement test, occlusion test, and displacement accuracy test due to a broken retainer ring at the knit line. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, and self test. Successfully downloaded pump history files and traces using thump software. Found no alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay, partially broken retainer, retainer knit line damage, and battery cap contact missing. E/a alarm unspecified was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.